Manufacturer narrative:
Hamilton medical ag reference is: (B)(4). Follow-up nr. 1 information: changed sections: e1, g1, g3, g6, h2, h6, h11. Investigation outcome: hamilton medical ag received the logfiles of the ventilator for analysis. Summarized, the following can be seen: the reported event date is 20.09.2024. However, on this date no relevant information was registered. The alarm acknowledgement system registered loss of peep and disconnection on patient side on (B)(6) 2024. It was informed that the after the patient coughs, the device displayied the message loss of peep and patient disconnected from ventilator side that might indicate a false trigger. The f toal (high) was set to 40 b/min and the device alarmed with "high frequency" alarm: in summary: the device alarmed with loss of peep and patient disconnection side following a patient cough, but no air leak was recorded in the logged data. The device alarmed with multiple alarms but no technical events or technical faults was recorded. There is no indication in the service log or in the event log files that indicated that the device has malfunctioned. A user error has occurred as the frequency of the device was set to 40 b/min. The frequency is too high and the device has alarmed. Selecting the asv ventilation mode would be more appropriate to treat the patient. Conclusion: the cause was determined to be a user error, as the device's trigger frequency was too high and a false alarm was tiggered after a patient cough. No device related malfunction was found. Hamilton medical ag considers this case as closed.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: normal patient care situation: after a patient coughs, the device displays the message "peep does not stay, disconnected from the ventilator side, disconnected". Patient on manual ventilation. Respirator ventilator accessories replaced. Same pattern repeats 2h later, after which the ventilator was replaced by another one. Possible or actual consequence for the person patient was sedated. Received additional medication.).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: normal patient care situation: after a patient coughs, the device displays the message "peep does not stay, disconnected from the ventilator side, disconnected". Patient on manual ventilation. Respirator ventilator accessories replaced. Same pattern repeats 2h later, after which the ventilator was replaced by another one. Possible or actual consequence for the person patient was sedated. Received additional medication.).